Event description:
The customer reported a failure to discharge during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during a pt event. There was no negative pt impact. The device was evaluated by a philips field service engineer. The reported symptom was duplicated. The issue was isolated to a faulty battery. Replacement of the battery resolved the reported symptom. The device passed all testing and was returned to service.